Manufacturer narrative:
The m3100 battery (s/n (B)(6)) and m4100 transmitter (s/n (B)(6)) remain implanted within the patient. Programmer logs and battery curve analysis revealed that battery voltage fluctuations began around day 140 post-battery change and voltage variations over the past 500 days (about 130mv) match the failure pattern linked to the kryoflex failures. As the model 4100 transmitter was not returned for analysis, the root cause of the erratic battery curve could not be determined. However, the transmitter's serial number falls within the scope of CAPA 20-001, which was initiated to address feedthrough failures.

Event description:
An incident involving a product also marketed in the u.s. Occurred in germany on (B)(6) 2025, and was reported to bfarm. At the follow-up on (B)(6) 2025 the battery curve remained fluctuating, though voltage stayed stable (2.8v-2.6v). The patient reported feeling well, with no adverse events or complications.